Event description:
Info received indicates while checking the bed, the tech found there was corrosion on power circuit board due to fluid ingress.

Manufacturer narrative:
The tech replaced the power circuit board to repair the bed.